Event description:
This device was used during a sca event. The user reported that the device advised a shock but failed to shock and the device disarmed.

Manufacturer narrative:
Information obtained from this device confirmed that during the second event that lasted 7 minutes and 27 seconds, that after 11 seconds the device sounded the "shock advised" prompt, the device sounded the "press the shock button now" prompt, this was sounded another four times but was never pressed and the device disarmed at 33 seconds. CPR continued through the analyzing periods despite the device advising the user to stop CPR. At 4 minutes and 29 seconds, the device sounded the "shock advised" prompt and after 3 seconds the device sounded the "press shock button now" this was sounded another 4 times but the shock button was never pressed. An investigation on the returned device was performed. The device was left in an environmental chamber at 55 degrees celsius and 95% humidity for 2 hours. On removal, the device was again tested using the same saver evo diagnostics test available to the customer, key and led test passed. The device was disassembled to further investigate. The shock button was stripped and inspected and a small trace of corrosion was found on the top side of the metal dome which makes up the shock button. This would indicate that the device had been exposed to condensing humidity. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.